Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube noted.

Event description:
It was reported that the customer's insulin pump alarmed. The caller stated that he just got out of surgery and he is attempting to get back onto the insulin pump. Troubleshooting was performed, and the drive support cap was sticking out. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.